Manufacturer narrative:
Implant regio 25 fractured. Construction was a bar retained construction in an edentulous upper jaw. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.